Event description:
A report was received that the patient developed hematoma after an scs revision procedure. It was noted that the patient was having weakening in the right leg due to hematoma. The cause of hematoma was unknown. The patient underwent a revision procedure wherein hematoma was removed.